Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) amia automated pd cycler sets had patient line caps that were ¿missing or would fall off from the cassette¿. This was observed prior to therapy use. During follow up, the patient stated the caps were still in the packaging and would "easily fall off". There was no patient injury or medical intervention associated with this event. No additional information is available.